Event description:
It was reported that during the procedure, the patient's right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was not used and the doctor decided to complete the procedure with a different lead. The patient's condition remained stable.